Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 472 mg/dl, 457mg/dl. Customer¿s current blood glucose was 474 mg/dl. The customer did not experienced any symptoms due to high blood glucose level. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not used during the time of event. Customer stated they received insulin flow blocked alarm. The insulin pump will not be returned for analysis.